Event description:
According to the reporter, during a procedure, after the outer packaging was opened, the suture and needle were in a state of detachment. The surgeon replaced the product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.